Manufacturer narrative:
Follow-up #1: date of submission 10/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2017 with the following findings: the pump's black box and alarm history showed no activity outside of normal use. The battery compartment was found to be cracked below the grip pad. The prime steps were performed with no issues observed. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted a communication alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.